Event description:
It was reported by a sales representative (sr) that the programmer had a "noisy" electrocardiogram (ECG) due to a loose connector. It was also reported different ECG cables did not help. The programmer will be returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The programmer was returned for service.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. The programmer passed all functional and systems testing. No anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.